Event description:
The patient was revised due to osteolysis, poly wear and loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigaton once it has been completed.